Event description:
When initiating continuous renal replacement therapy (crrt), the cartridge was loaded. Pt was ordered for slow continuous ultrafiltration (scuf) which meant a change in the cartridge connections was required. When trying to make the change, the piece of tubing that needed to be disconnected was noted to be cracked and couldn't be disconnected. A new cartridge was needed and the process of loading the cartridge restarted and connections were set up again. This caused several minutes delay in initiating scuf. The rn notified the MFR (nxstage) and the cracked cartridge was returned to their facility for inspection.